Manufacturer narrative:
The initial report was filed inadvertently as it was a duplicate for the information captured on mfg report # 3013756811-2018-42601. Device evaluation findings are expected to be filed via mfg report # 3013756811-2018-42601 supplemental report.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the customer did not know how the pump became cracked. Blood glucose level was not impacted. Reportedly, the customer had an alternate method of insulin delivery available.